Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported an infusion completed sooner than expected. The infusion was a 24 hour infusion of blincyto (blinotumomab), and the infusion completed 25 minutes before expected. There was vtbi still remaining on the device's display, but the bag was empty. The event occurred in the inpatient oncology/stem cell/bmt unit. There is no report of patient harm. The customer later reported this event was possibly related to a discrepancy with the bag's initial volume or to fluid being wasted by over priming the IV set. The customer declines further investigation.